Manufacturer narrative:
Product event summary: the afapro28 balloon catheter and data files were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed 22 applications were performed using a catheter identified as afapro28/24206-016. The patient file showed system notice 50003 (the pressure is low in the system) during transition at application #13. The console output data (pressure, preset pressure, and flow) showed unexpected pressure profile during ablation at applications #5,8,15,16 and 19. The console output data (pressure, preset pressure, and flow) showed unexpected flow profile during ablation at applications #5,8,15,16 and 19. The balloon catheter was visually inspected and functionally tested. During external visual inspection of the balloon, shaft, and handle segments no anomalies were identified. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 22 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. In conclusion, the reported issue was not observe in log/data/multimedia files, and the balloon catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed 22 applications were performed using a catheter identified as the afapro28 balloon catheter of lot number 24206. The patient file showed system notice 50003 (the pressure is low in the system) during transition at application #13. Console output data (pressure, preset pressure, and flow) showed unexpected pressure profile during ablation at application #5,8,15,16 and 19. Console output data (pressure, preset pressure, and flow) showed unexpected flow profile during ablation at application #5,8,15,16 and 19. In conclusion, the reported adverse event of tearing in the foramen ovale could not be confirmed through data analysis. Physical product analysis has yet to be carried out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 106e2 (serial: (B)(6)); product type: 0628-console spare parts; product ID: 4fc12 (0012965440); product type: 0629-flexcath sheath. Product ID: 2ach20 (9508465); product type: 0623-achieve catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a one-stop atrial fibrillation cryoablation procedure using the catheter afapro28 afa pro 28, mapping catheter achieve st 20mm, and sheath flexcath advance 12f, combined with an atrial septal defect closure procedure, a tear in the foramen ovale was identified after completion of pulmonary vein ablation. The tear could not be blocked or closed, necessitating surgical thoracotomy for repair. The patient was under general anesthesia and survived with injury.